Event description:
It was reported that the opti q sv02/cco fiberoptic catheter (j-tip) light intensity bar and sv02 readings were erratic/suspect. Catheter was inserted in 2005 with no performance/functional issues. After coming off by-pass in the or, catheter was reading high light intensity. The device was repositioned and light intesnity baseline was performed. Pt. Moved to ICU. It was noted that the sv02 was thought be high despite a low cardiac output . Catheter correlated with a manual draw sv02 run on a co-oximter. Manual output was performed to verify low output. All numbers correlated during the first 24 hrs. During the next 24 hrs, the sv02 & cco remained constant. Two days later: light intensity on the monitor was low, only 2-3 bars in the middle of the screen. Nurse was informed/aware that the low light intensity bar represented a possible problem with the catheter. 9/21 pm the sv02 reading remained around 70; the cci dropped to 1.0. The surgeon decided to remove the catheter and replaced it with an edwards combocath and vigilance monitor. The pt. Later expired due to pre-existing medical conditions(s). It was also reported that the catheter problems that occurred did not cause and/or contributed to the patient outcome/death. Manufacturers evaluation: visual evaluation of the 52510-01 catheter recorded the 8.5 fr touch contamination shields; homeostasis valves in the lcoked position on the proximal & distal catheter ends. After removing the shiled, the catheter exhibited a bend/kink at the 93cm location. Functional/performance tests and evaluations: the device was calibrated and tested for thruput (sv02). The catehter did calibrated, but the thruput values were just above the acceptable range. When manipulating the catheter near the bend, the values fluctuated. Cardiac output tests were performed with the thermistor accuracy test. Pa temperatures measured accurately at 37 c. Cco performance tests recorded the catheter passed the thermal coil circuit resistance tests per the product specifications. The catheter was dissected, the fiber optic (fo) components were examined and found to be kinked/damaged at the 93cm location. The damage is consistent with the bend/kink observed on the exterior of the catheter tubing. A review of the manufacturing lot/component records recorded no deviations, from the manufacturing/quality standards. Complaint analysis: the opti-q sv02/cco catheter is a precision instrument. The device kits' labeled instructions emphasizes that excessive kinks, bends or manipulation of the optics from homeostasis valves of side port catheter/sheath adaptors, over-tightening of the adaptors and rubber seals of contamination shields can damage the optics and result in inaccurate readings. The complaint/device analysis determined that the probable cause of the damaged/kinked components was user technique/error and not attributable to the manufacturing processes.